Event description:
A report was received from the cordis medical affairs office indicating that the family member of the pt had called to report receiving two cypher sirolimus-eluting coronary stents as part of an unk clinical study. According to the pt, approx 27 mos later he underwent revascularization due to similar symptoms as the ones reported and a positive stress test. His doctor mentioned having to re-open two stents due to blockage. At this time the pt received additional coronary stents. Please note that the exact number of stents received is unk. The pt reports having a total of 8-9 stents, one stent in the left leg behind the knee, and 8 in his heart. According to the initial reporter the pt's health has deteriorated considerably since receiving the stents. The pt was also recently diagnosed with pneumonia.

Manufacturer narrative:
Any additional info will be submitted within 30 days of receipt.